Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 3/30/2023, it was reported by a sales representative via email that the knob of a biocomposite swivelock from an ar-1788j-cp internalbrace, ligament augmentation repair, biocomposite, with jumpstart dressing implant system, would not turn, which resulted in the threads on the shaft of the swivelock separating from the knob. The case was completed using another ar-1788j-cp implant system. Additional information received on 4/3/2023: this was discovered during a brostrorm repair procedure.